Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, surgeon indicated that the femoral component was debonded. Photo received. No other information reported.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported may have been the result of mechanical loss of fixation due to cement adhesion failure. Contributions from the type of cement used, cementing technique, or environmental conditions in the operating room at the time of implantation cannot be determined from the provided information. Additionally, the device role could not be determined as the device was not returned and images and part information were not provided. The most probable root cause associated with the reported event of "loosening - femoral¿ is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.